Event description:
It is reported that while the surgeon was impacting the spike arm into the pt's tibia, the posterior spike broke off.

Manufacturer narrative:
Evaluation: as returned, one of the spikes has fractured at its base, likely due to a stress concentration when impacted due to a bent tip. In early 2003, two 0.020 inch fillet radii was added to the bases of the spikes in order to prevent the reoccurrence of this failure. The instrument was found to be confirming to print specifications and the device history records do not contain any anomalies. The instrument has a potential field age of approximately 7 years.